Event description:
During the procedure a dissection was noticed in the coronary artery. The guide catheter was inserted into the pt and at some point in time a vessel dissection occurred. The pt is reported to be fine. The attempt was made to obtain additional info about the case, however no additional info has been provided. The customer has indicated that the product will not be returned for eval.